Event description:
Customer reported the aviva system gave a blood glucose result of 101 mg/dl at a time when she was symptomatic of hypoglycemia. Customer called emts. Emt meter result within 10 mins was 48 mg/dl, customer treated with glucose gel. A request was made for the return of the system, and a replacement was sent.